Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: device #2 model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 795586 model/catalog description: wavewriter alpha 16 ipg kit unique identifier (UDI) #: (B)(4). Device #3 model number/catalog number: sc-4318 serial number: not applicable batch/lot number: 36190073 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4). Device #4 model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7166379 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration. The physician replaced the existing percutaneous leads with a new paddle lead to achieve adequate stimulation; the implantable pulse generator (ipg) was replaced to accommodate the updated lead configuration. The explanted products were not returned due to facility policy. The patient is reported to be doing well postoperatively with good therapy coverage.